Event description:
It was reported that the panel of the subject device was flashing. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. Three attempts were performed to obtain additional information, but no response was received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. Based on the results of the investigation, a probable root cause cannot be identified. A device history record review revealed no issues that could have caused or contributed to the reported issue. Three attempts were performed to obtain additional information, but no response was received from the customer. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the panel of the subject device was flashing. There were no reports of patient harm.